Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that starting in early summer 2020, the patient began to feel a stinging/uncomfortable sensation around the implantable neurostimulator. The issue was not prompted by anything and is not position related. The manufacturer representative checked the implantable neurostimulator using the clinician programmer tablet and the connection/impedance issues looked good. The issue is consistent and always seem to occur during charging. It was noted as getting random zaps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). After diagnostic testing of impedances and adjusting the intensity of the stimulation, we were able to comfortably rule out the stimulator as the cause. The rep turned the stimulator off, palpated around the ins and was able to reproduced the feeling was describing to a lesser degree. The rep concluded that something, soft tissue related perhaps, in the pocket was being irritated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) is shocking them. They also stated that the ins is burning their butt when they recharge, and charges faster. The patient indicated that both issues have occurred since implant. They stated that the monday prior to the report, they were just sitting on the couch, and it felt like they were being stabbed in any position. The patient noted that they turned the ins down and then off, but it still felt like they were being stabbed for 8 hours. They added that they had to put ice on the area to calm it down. The patient noted that they have not had any falls or trauma. They were redirected to their healthcare provider. No further complications were reported or anticipated.